Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post operation check a few hours after implant. Upon interrogation, it was observed the left ventricular lead was failing to capture. A chest x-ray was completed to reveal the lead was dislodged. Lead repositioning was attempted but unsuccessful. The lead was explanted and not replaced. The patient was stable.